Event description:
The balloon catheter was placed to dilate a wall stent that was placed in the subclavian vein. After dilatation, an attempt was made to deflate the balloon; however, it was unsuccessful. The balloon had to be punctured for deflation and removal. Removal of the balloon catheter caused injury to the puncture site requiring placement of one suture.